Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified) at 9am. It was reported the patient obtained a blood glucose result of ¿400 mg/dl¿ with the subject meter. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. The reporter denied the patient developed symptoms; however, later that same day, the patient reportedly visited her physician¿s office and was administered ¿glucose pills¿ as treatment. Results obtained with another device were not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement; however, the patient was testing with expired test strips at the time of the reported issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.